Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior and posterolateral l4-l5 fusion surgery using rhbmp-2/acs on (B)(6) 2011. The patient's post-operative period was marked by increasingly difficulty breathing, radiating pain to the legs and hip, and significant back pain. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnoses: l4-5 spondylolisthesis and spinal stenosis. She underwent the following procedures: decompressive laminectomies and bilateral foraminotomies at l4-5. Posterolateral intertransverse fusion, l4-5. Posterior instrumentation using pedicle screw fixation, bilateral l4 and l5. Posterior interbody fusion through transforaminal technique with insertion of interbody cage. Use of autogenous bone harvested from decompression. Use of allograft bone. Application of dural grafting. As per the operative notes,¿ a cage was chosen of the appropriate size and this way was packed with bmp sponge and autogenous bone and then tamped into the disk space going through the transforaminal technique. Posterolateral fusion mass was placed using the autogenous bone as well as some allograft bone.¿ no intra-operative complications were reported.